Manufacturer narrative:
Initial reporter phone no. - (B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed, and no issues were noted. Functional testing (self-test and priming) was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice automated pd set w/cassette was missing a blue cap (pull ring cap). This was observed during set up for peritoneal dialysis therapy; further described as, this was noticed after opening the package. There was no patient injury or medical intervention associated with this event. No additional information is available.